Event description:
It was reported that the pt was having a delayed delivery of drugs as per (B)(4) study, but was still having adequate clinical benefit until "recently when he developed signs of baclofen withdrawal". "We felt therefore the replacement of the system was warranted". During surgery it was observed that where the catheter exited the pump, there was a distinct kink. When the kink was opened up there was good csf (cerebrospinal fluid) flow, however it could not be aspirated and the csf would drip spontaneously when the surgeon undid the kink. At the site of the connector, a small pocket of csf was observed indicating a catheter fracture at that site. Twenty cm of the catheter from the spinal segment was trimmed and then the remaining portion was secured. The new pump was filled with baclofen 500 mcg/ml and connected to the catheter. It was also noted that the drug was compounded baclofen.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.